Event description:
A power source alert was reported, indicating an issue with the charging of the pump. There was no adverse impact on the customer¿s blood glucose level. Despite efforts to charge the pump using different wall adapters and cables, the issue remained unresolved. Consequently, a replacement pump was arranged by cts, and the customer was informed to utilize multiple daily injections as a backup therapy. The pump arrangements were made for its return, with the customer receiving guidance on putting the pump into storage mode and returning it via a prepaid label.